Event description:
The pt had two leads from the same lot (for off-label use). It was reported the pt's pns system was explanted due to her experiencing extreme pain at the lead site. Cultures were taken as a precaution for infection but no infection was found.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.